Event description:
It was reported that on (B)(6), a novasure procedure was performed and a first device was used but they kept getting vacuum alarms and the width dial was filling up with blood. They used a second novasure device where the procedure went as normal, with no issues. The doctor scoped the patient after the procedure and the ablation looked good. Two days after the procedure on (B)(6) 2023 the patient went to the hospital complaining of pain where a laparoscopic diagnostic was done. It was confirmed that had a bowel injury. They said it looked like it burned through the wall and not a hole. The patient was taken to surgery and is still in the hospital. No additional information available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. 2 devices were involved in this case: 1222780-2023-00152.

Manufacturer narrative:
A visual inspection was conducted and there were no signs of physical damage. Functional testing was completed, but the disposable could not pass the eap test, a controller with a bypass was used to skip the cia test and perform the vacuum test, the vacuum failure was received, and the hypotube and relief valve were checked. However, occlusions or leaks were not found. Hence, the complaint could not be confirmed as related to vacuum alarm, the device was confirmed by the array position light issue. This observation will be monitored and trended. The disposable presents an array position light issue, and this error may affect the disposable and be linked to the vacuum alarm.

Manufacturer narrative:
Correction: in the initial report the procode was reported as hih. The correct procode for novasure is mnb, please refer to section d2b. Procode: mnb.